Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection and erosion. The pocket incision dehisced with minimal exposure of device. No additional adverse patient effects were reported. This crt-d device was explanted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection and erosion. The pocket incision dehisced with minimal exposure of device. No additional adverse patient effects were reported. This crt-d device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information indicates that this explanted product was returned. The allegations against the device was not confirmed. The device was analyzed and it was confirmed that the device was functioning and depleting normally and no problem was detected. This supplemental is being filed to capture the product investigation results.